Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Monitor - initial use. Electrode belt: 01/2012 - reuse.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) male patient's neighbor reportedly found the patient on the ground with the device alarming. Paramedics were contacted and it was reported that the patient and paramedic had been shocked. There is no indication that the paramedic sustained any injury from the reported shock. Review of the events surrounding the patient's death indicates that the patient experienced an inappropriate defibrillation event consisting of 10 shocks. Intermittent cardiac activity and oversensing of small cardiac signal during asystole contributed to the false detections.